Manufacturer narrative:
Date rec¿d by MFR: 09jul2019. The touch screen assembly was returned to the manufacturer's failure investigation lab for evaluation. Visual inspection of the exhalation flow sensor revealed no evidence of damage and contamination. The touch screen assembly was installed into the fi test ventilator to verify & test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned touch screen assembly passed all testing, and no errors were generated. Root cause: the reported complaint of a ventilator with a faulty touchscreen was not confirmed - no fault was found on this returned touch screen assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Serial number unknown. Phone not provided. A follow-up report will be submitted once the investigation is complete.

Event description:
Customer contacted technical support (ts) stating that touchscreen was faulty. The customer reported there was no patient involvement.